Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead and left ventricular (lv) lead were explanted. The ra lead showed high, out of range pacing impedances. The lead had been implanted for more than a decade. New leads and a new device were implanted at the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead and left ventricular (lv) lead were explanted due to a unknown product performance issue. New leads and a new device were implanted at the same procedure. No additional adverse patient effects were reported.